Event description:
Tech at ctr reports the pt gained weight during treatment on 1550 hemodialysis device. Tech reports no pt injury or need for medical intervention. No add'l info available at this time.